Event description:
It was reported that pump declared an altitude alarm while insulin delivery was suspended, and customer had previously tried reconnecting cartridge and waiting before replacing cartridge, but alarm continued to recur. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction from speaker holes, cleaned area as instructed, loaded new cartridge, and after waiting as advised was able to resume insulin, after which issue resolved and case was closed by technical support.